Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the cadd cassette reservoir exhibited leaking. The observation was noted during preparation of the cassette. There was no patient involvement.

Manufacturer narrative:
Cadd cassette reservoirs sample received by shm; the returned sample consist of three products. The samples were received in used conditions without its original packaging. The samples were visually inspected, at a distance of 12" to 24" and normal conditions of illumination. No discrepancies were detected. Functional testing was performed by using a syringe to infuse water into the ay bag. Result showed no evidence of leak was detected in the three samples, and leak was no detected in the ay bag, female luer, or pump tube or tube. The customer reported problem was unable to be duplicated. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and no leaking was founded. No corrective actions are required since the complaint was not confirmed. However, production quality personnel were trained and aware of the defect reported by the customer.

Manufacturer narrative:
Cadd cassette reservoirs was returned for analysis. The returned sample consist of three products of p/n 21-7002-24; the samples were received in used conditions without its original packaging. Two additional were received from p/n 21-7302-24 l/n 3619842, the samples were received in used conditions without its original packaging inside in a plastic bag. The samples were visually inspected, at a distance of 12" to 24" and normal conditions of illumination and no discrepancies were detected. Functional tests were performed by using a syringe to infuse water into the ay bag and leakage was detected in a sample from l/n 3619842, confirmed that the leak came from the pump tube. According to the investigation ff the five samples received, only five samples were tested due to the confirmation of reported failure mode. The customer's reported problem was confirmed. According to the investigation, the most probable root cause is the pump tube was damage during assembly process, and due to a worn tool, that had sharp edges used to removed foreign material. The investigation reported that the problem source of the reported problem was manufacturing.